Event description:
During an aneurysm surgical procedure using an opmi pentero 900 surgical microscope, the system malfunctioned and one brake became blocked. The healthcare professional reported that the system required rebooting three times before the brake could be unblocked which resulted in a 30 minuted delay in the surgical procedure. The patient was not injured.

Manufacturer narrative:
A field service engineer inspected the opmi pentero 900 at the site. The system error log showed that this problem had occurred three prior times, each time before a surgical procedure was started. The root cause of the malfunction was determined to be a wire trapped between the control board cover and the stand case. Note: this problem has not been observed on the manufacturing line. The specific case of a blocked brake is discussed in the user manual. The recommendation is to switch the main knob off and as soon as the blue screen appears (approximately 10 seconds), switch the system back on. The microscope functions (zoom, focus, light and magnetic brakes) should be available again after approximately 15 seconds. If the magnetic brakes are still blocked, then hold the microscope by the body (not by the hand grips) and position the microscope manually thereby counteracting the braking effect. The decision by the healthcare professional to reboot the system three times, instead of using the available backup function, resulted in a 30 minute delay in the surgical procedure.